Event description:
One touch ultra strips. Do not read right. Are in another language on the box an on the vial. The strips look different and give false results. I have given my daughter insulin when she might not have needed it. Her a1c level went from a controlled 5 to a very out of control 8.5 in a matter of three months. We told the dme that we got the strips from, and they said that's all they had, and we might need to get ours somewhere else because "no one else has complained". They are still selling these strips, I have pictures of the boxes and vials. Dose: 50 count boxes. Frequency: 10 per day. Route: finger pri. Dates of use: 2006. Diagnosis: type 1 diabetes. Event abated after use stopped: yes. Event reappeared after reintroduction: yes. One touch ultra blood glucose test strips life scan 2006 - 2009.